Manufacturer narrative:
The best estimate date is during (B)(6) 2018. The lens remains implanted. The serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the patient''s 6-month post-operative visit that the patient is very bothered by poor low light vision, which occurs during the day, night, dusk/dawn, and while driving at night after an implantation of an intraocular lens (iol) in the patient's left eye (os) on (B)(6) 2017. Reportedly, there is no intervention planned at this time. The patient's best corrected distance visual acuity (bcdva) in the left eye was 20/20. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient''s left eye. A separate report will be filed for the right eye.